Event description:
It was reported that the patient has often been having elevated blood glucose levels. Patient's normal blood glucose level is 120 mg/dl. The patient's blood glucose level was elevated as high as 563 mg/dl. The patient's mother changed the infusion set and was able to correct the elevated blood glucose levels using the infusion device. The patient's mother felt that the infusion set was not displaying error code e4 (occlusion) or was displaying it too late. The patient's mother no longer has trust in the infusion device. Infusion device was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.